Event description:
It was reported by medwatch report that in 2009, at approximately 6:00 p.m. Md placed an arrow triple lumen catheter (intravenous line) in patient's right femoral (groin) vein at bedside in intensive care unit (ICU). As he was pulling out the spring wire guide (swg), it fractured & he immediately suspected there was a retained wire in the catheter. He ordered an x-ray of the pelvis to see if retained wire was in the central line & he ordered to tape off distal part & do not use. He also ordered pt to have a PICC line inserted in interventional radiology (ir) the next day, pt went to ir for placement of PICC line & femoral line catheter was removed, as was retained swg, which was about 11 inches in length. Pt returned to the ICU.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.